Event description:
The st. Jude rep reported that the device inappropriately induced the patient into a vf as a result of a high voltage lead integrity check (hvlic). Upon interrogation, that the 2006 episode reported a hvli of >200 ohms. The device was programmed to defib off to perform positional and isometric testing to further evaluate the lead. During testing no significant noise was observed. A second hvli was initiated and the patient's rhythm immediately turned to ventricular fibrillation. The device was programmed to defib on. The device detected the arrhythmia and charged but therapy was unsuccessful. Emergency staff converted the ventricular fibrillation and a ventricular paced rhythm resulted. The patient was stabilized and placed on a ventilator. The device remained defib off until explant could occur. After three days, the patient failed to regain consciousness; the decision was made to take him off the ventilator. St. Jude medical subsequently learned that the patient had undergone external cardioversion in january when the ICD delivered appropriate therapy but failed to convert the patient. It is believed that the device and lead could have sustained damaged during this initial event.